Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing and high voltage therapy for an appropriate registered sinus rhythm. The device was programmed. The patient condition is fine.